Event description:
Upon removal of the device from the pt's toe, it was noted that there was a broken blister under the sensor. The rptr stated that it is not clear as to what exactly happened. The pt was on the burn unit. The rptr also stated that on other burn pts pressure sores have been noted in the area where the wire is taped to the skin. These problems have only been noted with burn pts.